Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2 it was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes 1 patient sample was overfilled. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 3 photos from the customer for investigation of overfill. Photos were evaluated and did not show overfill. The blood meniscus is visible under bottom edge of closure. In addition, 100 retention tubes from bd inventory were visually inspected with no issues being identified. Ten retention tubes were draw tested, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for overfill. Bd was unable to identify a root cause for indicated failure mode. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 2. It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes 1 patient sample was overfilled. There was no health impact or consequences reported.